Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the intermittent occlusions occurred. Customer's blood glucose level reached in the 500 mg/dl range. Reportedly, a new cartridge was loaded onto the pump and insulin delivery was resumed.